Event description:
According to the rn, the pt arrived in the operating room suite with the nephrostomy tube already placed. I spoke with dr (B)(6), and this pt had a previous percutaneous nephrolithotomy when this nephrostomy tube was placed. Dr (B)(6) tried to remove the tube in the office and was not successful. On (B)(6) 2013, this pt was brought back to surgery to remove the nephrostomy tube and a secondary look and see percutaneous nephrolithotomy. When removing the nephrostomy tube part of the catheter broke off in the pt. Dr (B)(6) looked for the missing piece. This pt is morbidly obese and they need to bring him back to surgery. This product was placed on an unk date so no lot number is available.